Event description:
The customer reported "images from other patients' were saving under the incorrect patients." The fse also noted an issue with annotated images double saving. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.